Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider the customer is hard on the unit and has damaged the two tie rods and the compression spring is no longer holding tension.